Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Essure confirmation test(s) conducted, specify unknown. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, rash, weight decreased, vaginal haemorrhage and hypersensitivity had resolved and the depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure confirmation test :- did not undergo confirmation test discrepancy noted to previous hsg done. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal),allergic reaction,weight loss,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: allergic reaction. Outcome of previously added events abnormal bleeding(vaginal) and weight loss were updated to recovered/resolved. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Essure confirmation test(s) conducted, specify unknown. Concomitant products included nsaids since (B)(6)2007 and paracetamol (acetaminophen) since (B)(6)2007. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: -mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and rash had resolved and the depression, weight decreased, vaginal haemorrhage, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure confirmation test :- did not undergo confirmation test discrepancy noted to previous hsg done, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs&mr received reporter information, lot no was added. New event added vaginal bleeding, mental anguish, migraines / headaches, dysmenorrhea (cramping), vaginal discharge and severity added pelvic pain. Psycho injury event updated to depression. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify unknown. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). At the time of the report, the pelvic pain, abdominal pain, menorrhagia and rash had resolved and the psychological trauma and weight decreased outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma, rash and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events : abdominal, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psych injury, other injuries/symptoms: weight loss were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 621803) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Essure confirmation test(s) conducted, specify unknown. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: -mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and rash had resolved and the depression, weight decreased, vaginal hemorrhage, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal hemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure confirmation test :- did not undergo confirmation test discrepancy noted to previous hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Essure confirmation test(s) conducted, specify unknown. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: -mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, rash, weight decreased, vaginal haemorrhage and hypersensitivity had resolved and the depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: essure confirmation test :- did not undergo confirmation test discrepancy noted to previous hsg done. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal),allergic reaction,weight loss,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.